Event description:
It was reported that the patient presented a left knee acl/bridge loosening. Event treated with cannulated screw fixation. No additional information available.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without the requested supporting clinical documents a thorough medical investigation cannot be rendered. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.